Manufacturer narrative:
The insulin pump alarmed button error and the esc button on the device did not respond due to corroded keypad traces. The device had cracked display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump had alert low reservoir and he was unable to clear it. She has attempted to clear the alert several times. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the keypad issues. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. During the call the device had alarmed button error. She agreed to return the device for further analysis.